Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited a false elective replacement indicator.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.